Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a large aneurysm measuring approximately 10.34mm x 4.12mm located in the supraclinoid segment of the right ica (internal carotid artery). The patient had a pipeline previously implanted in dec 2012, but the aneurysm was not occluded yet. On (B)(6) 2014, the patient had another pipeline (4.75mm x 20mm) implanted. During the procedure, the pipeline 2nd pipeline was partially inside of the first pipeline, but the proximal overlapping portion did not fully open. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed with a hyperform balloon to achieve full wall apposition. Post procedural angiogram showed slow flow into the aneurysm. The patient was reported to be in great condition.

Manufacturer narrative:
Received additional information on 13 feb 2014 stating that the patient was given dual anti-platelet therapy and the aneurysm was saccular.(B)(4).